Event description:
It was reported that during a ptca/stenting procedure, the maverick2 monorail balloon ruptured at 10 atms. The number of inflations is unk. The lesion being treated was a very tortuous, 90% stenotic lesion in the proximal lcx. A terumo introducer sheath, a pt2 guide wire, a 7f brite tip jl4 guide catheter, a cypher stent and a encore26 inflation device were used in the procedure. No pt injuries or complications were reported.